Event description:
It was reported that the patient experienced corporal aneurysm with the inflatable penile prosthesis (ipp) cylinder due to oversized implant. The ipp pump and cylinders were removed and replaced with appropriately sized ones. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.